Event description:
It was reported by the aci sales professional that a patient underwent an interventional coronary catheterization procedure on (B)(6) 2012. Access was obtained at the right bifurcation using a 6f sheath (model unknown). A pre-procedural femoral angiogram revealed no pvd/calcium in the vicinity of the access site and the vessel size to be approximately 6mm. The patient was administered angiomax peri-procedure. The physician, who is a trained user, selected the mynxgrip vascular closure device 6/7f for closure. It was reported that the deployment was performed per the IFU. A hematoma (3x3cm) was noted within 10 minutes of deployment resulting in manual compression being held for 45 minutes in recovery. Hemostasis was achieved with manual compression. The patient was hospitalized for non mynx related treatment. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed.based on the information provided, the root cause of the reported event could not be determined.a review of the lhr was not possible as the lot number was not provided.